Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd connecta plus3 blue component damage a connecta 3-way stopcock broke off on the central venous catheter. There was a risk of an air embolism. When did the incident occur? During use. Detailed incident description a connecta 3-way stopcock broke off on the central venous catheter. There was a risk of an air embolism.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A code changed from a-code a1415 - air/gas in device to a0401 - break (1069).